Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of a crack in the luer fitting port on the leaking "y" connector. Pressure integrity testing was performed at 3 l/pm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. During the pressure integrity testing there was a leak observed from the damaged/cracked luer port. Reason for return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a custom tubing pack, it was reported that priming fluids was leaking from the y connection point off the arterial filter line. The line was changed out with no further leaking noticed. The device was replaced. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that the same leak did not appear in multiple packs. There was no visible air in system/tubing.